Manufacturer narrative:
B3 date of event is unknown. Additional information will be provided if availablethe investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the image is displayed yellow, involving an olympus autoclavable camera head. There was no patient injury reported.